Event description:
Patient was revised to address spontaneous failure of the diapheseal sleeve. The stem joining the sleeve to the base broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Medical records received for review. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. This patient has an extensive unknown surgical history involving this knee with the surgeon noting he had concerns at the time the component was placed. IFU¿s also caution against use in the obese and diabetic as well as patients with a history of drug abuse. Any of these conditions may contribute to premature failure of the components. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted diaphyseal sleeve confirmed fracture at the taper connection to the sleeve base. The diaphyseal sleeve fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the sleeve that could have contributed to fracture initiation and/or propagation to failure. The diaphyseal sleeve component was subject to a product recall. No additional corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of supplied x-rays confirmed the reported device failure. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the reported root cause of the device fracture. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.